Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation, and investigation conclusions) . Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Good morning, I purchased this box of pen needles on (B)(6) 2024. I pulled one out to take my victoza and there were two needles in one tip. I took photos of the defective tip, the lot no and exp date and the prescription label showing the date and my name on it. I know that you expect no defects in your products. We as patients do as well. I wanted to show you so it might not happen again. I know machines can mess up and do the wrong thing. I just wanted to try to prevent this from happening again so nobody gets hurt from a defect like this. The first needle stayed in the plastic portion but the second needle was bent sideways and almost stuck me. This will cause me to not have enough needles. I no longer have insurance so I have to pay out of pocket for my prescription. On another note, if you have a program for folks that need needles that do not have health insurance or an insurance that doesn't cover the cost could you please help me enroll in it. It would save me money I need for my prescriptions that I do not get help with.